Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: bouziane, z., sergueï, m., serge, b., fouilhé, l., berger, l., & settembre, n. (2019). Endovascular treatment of aortic arch vessel stent migration: three case reports. Annals of vascular surgery.

Event description:
It was reported in an article in the journal of annals of vascular surgery titled " endovascular treatment of aortic arch vessel stent migration: three case reports " that during deployment early migration of the stent in aortic arch was identified in three cases. In case one, the migrated stent was removed under general anesthesia via a percutaneous femoral approach and surgical exposure through a small cut down via a carotid approach. In case two, after an unsuccessful attempt of removing the migrated stent via a femoral percutaneous approach, it was successfully removed via a snare technique. In case three, due to the stent migration, the patient experienced lower limb ischemia and therefore underwent a surgical intervention through a retroperitoneal approach. In all three cases, the postoperative course was uneventful and the patients were discharged from the hospital.